Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-critical alarm sound was heard (B)(6) 2012 and the critical alarm was heard on (B)(6) 2014 but telemetry was not yet performed. Reportedly, there was 18.4 milliliters dispensed and the low reservoir alarm was set to 1 milliliter. It was reported the patient¿s pump was empty and the patient experienced withdrawal symptoms. The patient had increased spasticity, was pale, lethargic, pruritus, and had not slept in 48 hours. The patient did not have any oral baclofen. They used to travel to (B)(6) every other month for refills. For three years the pump was refilled by the neurologist who implanted the pump and the shunt for the patient¿s brain. However, a while ago the neurologist stated he could not see the patient. There was dissatisfaction with their health care professional¿s (hcp) service. A physician used vulgar language per caller and wanted to inject morphine in to the patient. However, the patient¿s mom wanted the pump refilled with intrathecal baclofen (itb). The patient¿s mom was shocked, mad, and ¿freaked out,¿ and left the clinic without the pump getting refilled. In addition, the caller was upset that the doctor who last refilled the pump in (B)(6) 2014 reportedly only filled the pump halfway and then retired. An appointment was scheduled with a different physician on (B)(6) 2014 but the patient could not wait that long to have the pump refilled. The caller stated she was desperate and would do whatever she had to do to get the pump refilled. A physician listing was provided. The pump delivered compounded baclofen. The cause of the pump being empty, intervention/troubleshooting, and the outcome of the patient were not reported. Further follow up is being conducted to obtain this information. Should additional information be received a follow up report will be sent.

Event description:
It was later reported that the patient did not miss a refill. The doctor that the patient previously saw retired and that office was going to no longer fill pumps. The patient had an appointment with a physician, but she was so dissatisfied with the doctor that she left before he had refilled the patient. The patient did have the pump filled by him because she felt like she had no other options as she needed it done quickly.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).